Manufacturer narrative:
Relevant retention test strips (lot 368886) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The reporter's meter and remaining test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.5 - 3.9 inr): qc 1: 3.2 inr, qc 2: 3.2 inr, qc 3: 3.2 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 0%. No information was provided that would point to a cause for the result discrepancy. The results alleged by the customer were not observed in the meter¿s patient result memory. The meter's error memory was analyzed and error 5 was observed on (B)(6) 2019 and error 6 was observed on (B)(6) 2019. The customer reported results of 5.0 inr and 6.0 inr on these dates. Error 5 indicates not enough blood was applied to the strip to complete the test. Error 6 can occur when the strip is moved during the test. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that her mother received a discrepant result when testing with coaguchek xs meter serial number (B)(4). The reporter believes there may be issues with the meter patient result memory as one value recorded by the patient was not found in the meter memory. The reporter performed a display test of the meter and the display was ok. At 6:30 a.m., a sample from the patient was tested using the meter, resulting with a value of 6.0 inr. The value was reported to the patient's independent diagnostic testing facility. The patient withheld her 4 mg. Dose of coumadin based on the 6.0 inr value. The patient also mentioned that sometimes a value of "6.0" is displayed on the meter and sometimes it displays a "6", but the meter did not display the word "error". The patient believed the meter displayed these values as inr results and not errors. At 8:30 a.m., a sample was collected from the patient and tested in the laboratory using an unknown method, resulting with a value of 1.5 inr. The patient has not suffered an adverse event. The patient was not treated based on the meter result. The patient's current condition is stable. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is once per week. The patient's product was requested for investigation and replacement product was sent to the patient.